Event description:
After dialysis technician disconnected the avf needle from the patient , the technician tried to engage the safety device, needle went through the safety device and caused needle stick injury.

Manufacturer narrative:
Device was not returned to manufacturer.

Manufacturer narrative:
See attached report. Device not returned to manufacturer.

Event description:
After dialysis technician disconnected the avf needle from the patient, the technician tried to engage the safety device, needle went through the safety device and caused a needle stick injury.